Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. During troubleshooting, the fse identified that there was a network error message on touch screen module (tsm) and the host pc was booting up without hard drives. The system log files were analyzed which did not indicate a malfunction, however as the host pc is responsible for maintaining the logging and the host pc would not boot, this is expected. The cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of host pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.